Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that the device needs a new main board for the primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found cracked right plunger case. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated. The investigation was unable to determine the cause of the reported problem. No external damage was found with the speaker. No corrective action was taken since no problem was found and the main board was operating as intended. The speaker however was replaced as preventive measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information was received on 8 september 2022 which updated the event date. B5: additional information was received on 8 september 2022 which confirmed the reported issue occurred prior to use with no patient injury. H6: event problem and evaluation codes: updates not required. A sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.